Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an alarm on the power module was not confirmed via the returned heartmate 12v power module backup battery. The returned 12v backup battery, serial number: (B)(6), was connected to a known working test power module for an extended period and no alarms or issues were reproduced. The backup battery was able to support a mock circulatory loop. The provided information indicated the power module was no longer associated with a patient and is used strictly for educational purposes. The backup battery was reseated however the alarms did not resolve. A root cause for the reported event was not conclusively determined through this analysis. The device history record was reviewed for the 12v power module backup battery, serial number: (B)(6). The battery was inspected and accepted into storage on 16dec2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to identify and resolve power module alarms. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that maintenance was performed on an education power module, but the next day it was alarming. Troubleshooting was performed and the battery was reseated but it did not resolve the issue. The power module was replaced. It was later reported that the power module was no longer attached to a patient at the time of the event and was strictly being used for educational purposes. It was noted that the 12v battery placed in the power module was faulty and it was returned.